Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported on behalf of a customer who obtained unspecified low sensor readings all day, "all the way down to 3.2 mmol/l." The customer self-treated with dextrose and sugary foods, however, reported that his glucose values did not increase. The customer started to feel bad and asked his neighbor to call for an ambulance. Additionally, the customer experienced tremors, confusion, and seizure. Upon their arrival, an unspecified high reading was obtained on an hcp device and the customer was treated with insulin (dose/type unknown) and cortisone injection. The customer was hospitalized overnight for glucose monitoring and released the next day. There was no report of death or permanent injury associated with this event.